Event description:
It was reported there was a volume discrepancy. It was noted that the actual volume was greater than the expected residual volume. It was reported that this was the first refill. It was noted that they were expecting 10 ml and got back 36 ml. It was reported that the patient had been titrating up 10-15% weekly and started to feel some relief over the past two months. It was noted that there was no withdrawal was felt. It was reported that it was determined that this was due to the fact that the patient did not get any medication or got very little. It was noted that the patient was to have a surgery consult on following thursday and friday. It was reported that the patient¿s pump was used to infuse baclofen. It was later reported that the patient had suboptimal therapy. It was reported that the patient was able to flip the pump in the clinic. It was noted that this may have attributed to discrepancy. It was reported that the patient was scheduled for a revision on friday.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).